Event description:
It was reported that the device was sent in for preventative maintenance, there was no alleged event or malfunction reported for this device when it was sent in for maintenance. There was no patient involvement. Due diligence is complete, no further information is available. During device evaluation, it was discovered that the rpms were in specification, but erratic.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the rpms were in specification, but erratic. The spring seal was replaced and resolved the issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.